Manufacturer narrative:
After troubleshooting, the technician determined the issue to be a faulty valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.

Event description:
Technician alleged that the head up function is not working. Function does not work manually or under power. Battery led is on. No pt impact reported.